Manufacturer narrative:
This is a supplemental report to correct the initial MDR. The initial medwatch reported the returned device found foreign material in the air/water nozzle during evaluation; however; the customer returned the device without reprocessing which caused the foreign material to remain in the nozzle. Per the legal manufacturer, this issue is not likely to cause or contribute to death or serious injury if the malfunction were to recur.

Manufacturer narrative:
During testing, the reported issue was confirmed; the air/water nozzle was partially clogged which affected the air/water pressure. Examination of the foreign substance showed it was physically consistent with chemical residues, possibly cleaning agents. The visual examination showed the following additional issues: the bending section cover adhesive was worn; and the connector cover was cracked. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that the evis exera iii colonovideoscope was being reprocessed using an automated endoscope reprocessor (aer). The customer reported the aer gave an excess pressure alarm. The device was returned to olympus for evaluation. During evaluation, foreign material was found in the air/water nozzle. This medical device report (MDR) is being submitted to capture the reportable event identified during evaluation. No patient involvement reported.